Event description:
The customer observed a 1% occurrence of architect i2000sr error code 1007 (unable to process test, activated read failure), when reaction vessel (rv) lot 69684p100 was in use, regardless of the assay. The customer still observes 2 to 3 cases per 200 - 300 tests and was informed there was no guarantee the occurrence will be zero even after changing the rv lot. The customer requested a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, 1st inr = 4.8, 2nd inr=2.0. Pt's ideal reading should be 3-3 1/2, reported 4.8. On thursday last week, went off coumadin for 2 days>retested and reading was at 2.0> then error message. Caller stated that the doctor took her off the coumadin for a few days and started taking it again on sunday.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.